Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, an effusion was noted one hour post procedure. After going through the septum with the ablation catheter, the catheter did not move properly. It was determined that the catheter was not in the left atrium, but in a duplicate septal wall. The physician managed to get out and go into the left atrium properly with no pericardial tamponade noted. However, a pericardial effusion was noted one hour post procedure and a pericardiocentesis was performed to stabilize the patient.